Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the controller battery wasn't working. Agent asked the patient if the controller was unresponsive and the patient stated that it wouldn't charge and that the battery pack must be dead. Patient mentioned that they hadn't used the equipment for a while because they didn't need it, but they wanted to use it yesterday so they took the battery pack out of the controller and put aa batteries in the controller, but the controller wouldn't charge (agent understood as patient was unable to charge their implant with the aa batteries). During the call, agent walked patient through resetting the controller with the ac power supply cord. Patient confirmed that they plugged the controller into the ac power supply, but there was no green light coming from the outlet as the controller screen did not turn on. Patient tried another outlet and got the same outcome. Patient tried a different outlet from the wall and confirmed that the green light came on from the outlet and that the controller screen turned on. Patient reinserted the battery pack and confirmed seeing the green flashing light above the controller screen. The controller battery was 0% and the implant was 60%. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed information. Patient mentioned they had an upcoming physical therapy appointment today.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.